Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly while charging. Reportedly, the customer reverted to alternate therapy for diabetes management. Customer¿s blood glucose level was 144 mg/dl.